Event description:
Customer reported that she had recently been experiencing low blood glucose levels. Customer reported having a blood glucose level between 23 and 27 mg/dl. Customer treated with juice. Customer declined troubleshooting for low blood glucose levels. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.